Manufacturer narrative:
(B)(4). Device lot number: 17735228. Device expiration date: 6/30/16 . Device manufactured date: 2/26/15. Device evaluated by MFR: the complaint device was returned for analysis. Microscopic examination presented no damage or irregularities in the lumen and coil shafts of the device. Inspection of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that vessel dissection and bleeding occurred. The 100% stenosed target lesion was located in a mildly tortuous and severely calcified middle left anterior descending (lad) artery with 50mm length and 3.5mm in vessel diameter. A crossboss catheter was advanced however, the device encountered some resistance while trying to cross an in-stent restenosis totally occluded lesion. Furthermore, it was also noted that upon crossing the stent mesh, vessel dissection and bleeding occurred wherein three type of permeate and two bleeding points, which closes the surface of myocardium and epicardium, were noted. The crossboss catheter was removed. The dissection was treated with protamine against heparin, pericardiocentesis, using balloon to treat for half an hour and self-covered stent implantation. The procedure was completed with a different device. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection and bleeding occurred. The 100% stenosed target lesion was located in a mildly tortuous and severely calcified middle left anterior descending (lad) artery with 50mm length and 3.5mm in vessel diameter. A crossboss catheter was advanced however, the device encountered some resistance while trying to cross an in-stent restenosis totally occluded lesion. Furthermore, it was also noted that upon crossing the stent mesh, vessel dissection and bleeding occurred wherein three type of permeate and two bleeding points, which closes the surface of myocardium and epicardium, were noted. The crossboss catheter was removed. The dissection was treated with protamine against heparin, pericardiocentesis, using balloon to treat for half an hour and self-covered stent implantation. The procedure was completed with a different device. No further patient complications were reported and the patient's status is stable.